Event description:
It was reported that during equipment testing conducted by a manufacturer service technician at the user facility the maestro duraguard was found to be bent. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.